Event description:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging death and cancer. There is no report of medical intervention being required. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.